Manufacturer narrative:
The pump passed the displacement test, and self test. However, the pump failed the sleep current measurement and active current measurement due to moisture damage found on the electronic assembly and battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the cleaned the battery compartment and cap and inserted a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.